Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center at (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed. A field service engineer (fse) had replaced the latch detent to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As per part investigation, it was determined that no failures were observed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported issue of remote manager failure was confirmed by the bd field service engineer (fse). According to work order (wo) (B)(4), the field service engineer (fse) reported that the remote manager was repeatedly failing. During testing, the fse was able to duplicate the issue using the test software, replaced the latch detent, and then tested the remote manager again with the test software. All tests were completed successfully. During dchu visual inspection the assy latch detent w/o harness pn (B)(4) was received in good condition. Laboratory testing revealed that the assy latch passed all the tests with multimeter. Hta test was performed successfully, all the components functioned as intended. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of remote manager failure was not identified; the failure could not be replicated.